Event description:
It was reported that the electrogram (egm) recording from the device had missing annotations and incorrect interval marker measurements that were found through the carelink report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.